Manufacturer narrative:
E1: event city: (B)(6). Name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experience insulin flow block alarm on (B)(6) 2026. The insulin did not exit on plunger push during troubleshooting which could be due to blockage at tube. This led to therapy interruption and caused high blood glucose level and treated with correction bolus.